Event description:
Caller reported an error with their continuous glucose monitor (cgm), noted as error 42. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to perform a pump reset, and successfully started a new sensor session afterward.